Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of ana incident where user reported no sensor detected alert which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025 the user reported that after upgrading her transmitter from fw 05q version to fw version 7q, she could not connect to the sensor again. The sensor and transmitter were returned for further investigation.investigation found that the transmitter could successfully communicate with a known good sensor and is functional per system design . Per case notes, a transmitter replacement did not resolve the customer's issue and the issue is likely with the sensor.a review of the in vivo data showed that one of the two asics stopped communicating around 7 feb 2025 and after an upgrade on the 25 feb 2025 the transmitter was not able to detect and link with the sensor.in-house testing of the returned sensor confirmed that sensor is unable to link to a transmitter with fw03.22.01.07q. Even when tested with a transmitter with updated fw03.22.01.09q which allows the detecting and linking with only one functioning asic, the sensor was still unable to be detected. This confirms that both sensor asics are non-functional.as part of resolution, the user received a replacement for both sensor and transmitter. B4.date of this report 28 may 2025. G3.date received by the manufacturer? 28 may 2025. D9 device available for evaluation? Yes on 02 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 2896. H6. Type of investigation updated to 10. H6. Investigation findings updated to 120. H6. Investigation conclusions updated to 4307.